Manufacturer narrative:
Device manufacturer address: the device was manufactured at one of the following locations: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in a homechoice cassette which resulted in a leak. This occurred during an unspecified step of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.